Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient arrived from the operating room with a fiber optic sensor failure. The console would not run in automatic mode. The customer then utilized an external monitor and used semi-auto mode with external triggers to continue therapy. When they would change back to automatic mode, the trigger selection would adjust and the console would not run. There was no patient harm or adverse event reported.